Manufacturer narrative:
No conclusion code available. The reported low battery voltage was confirmed in the laboratory. The device was tested on the bench and the cause of the reported low battery voltage was an anomalous component on the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation prior to implant, premature battery depletion with device longevity alert message was observed. Issue still persisted after ending the session and re-interrogating the device. Device was not used and was returned for analysis. Patient's condition was stable before and after the procedure.